Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: report date:02.09.2023. Factory/manufacturer: bd. MFR reorder #: (B)(4). Product name: needle, sfty 192-n251s preventsg org 25gx1". Lot / serial number (B)(4). Product concern: there's a blockage at the end as we put them on the syringe and are not able to push anything out. Customer name: additional information received 28-feb-2023, dates of incident are: (B)(6) - we had a few needles per day that were malfunctioning. Impact: there was no impact to the patient, the nurses was time lost needing to get new supplies for injections. Medical tx/intervention: there was no medical treatment that needed to be done nor was there any intervention for patients that was needed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.